Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies or off no power without low battery indicator noted. The insulin powered up properly after battery installation and unit received with operating currents within specifications. The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power without low battery indicator . Customer's blood glucose at time of incident was unknown. The customer stated the insulin pump switch off alone, without alarm.